Event description:
The pulsar-18 peripheral self-expandable stent was implanted into the popliteal artery on (B)(6) 2025. On (B)(6) 2025 the patient felt not well in the treated leg. The stent was found re-located and fractured.

Manufacturer narrative:
Neither the affected device nor the full angiographic material was returned. Instead, one video and one image taken from the angiogram were provided. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The video and the image taken from the angiogram show the target vessel during the baseline intervention and about eleven months during the adverse event intervention. Initially, the stent has been implanted from the very distal end of the left sfa over the entire length of the popliteal artery, which is contraindicated. No geometric distortions are visible. In the image of the adverse event intervention, the stent has fractured into two or three pieces. Geometric distortions of the stent structure are visible. The structure of the stent distal to the knee joint gap appears irregular (i.e., deformed, stretched). As these geometric distortions are not visible in the video of the baseline intervention, it has to be assumed that the position of the initial implantation over the popliteal artery, reaching over the knee joint gap, has caused significant mechanical stress to the stent. This stress led most likely to the migration and/or the deformation and/or the fracture of the stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. The root cause for the complaint event is most likely related to the handling during the initial intervention (implanting the stent over the popliteal artery). Please note that, according to the IFU, a placement in the popliteal artery is contraindicated.

Event description:
The pulsar-18 peripheral self-expandable stent was implanted into the popliteal artery on (B)(6) 2025. On (B)(6) 2025 the patient felt not well in the treated leg. The stent was found re-located and fractured.